Event description:
The reporter stated the surgeon inserted a three piece silicone lens model number aq2003v. After the lens was inserted, the surgeon noticed it was torn. The lens was removed and replaced with no pt injury, enlarged incision, or sutures.